Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.undetermined.

Event description:
Allegedly since 4 weeks post-op, patient had a bad feeling in the hip. He heard a click of the implant. A CT was performed, no issue found. One week ago during normal walking the neck of the hip broke and the stem is damaged. The metal of the rim at the medial side of the taper is broken. Left hip. Normal activity level. No extreme sports.